Manufacturer narrative:
Patient identifier was not provided from the site. No parts or files have been received by the manufacturer. A site rep replaced the emitter and system was tested with a model head with no further issues found.

Manufacturer narrative:
The suspect field generator (a.k.a. Emitter) was connected to a test system within the cranial software application. When the emitter was connected it immediately displayed red status and said "axiem emitter low drive error". Diagnostic tests show a fault on coil #4. Multimeter reading from pin 8 to pin 9 on cable (coil #4) is open. Electrical issue directly caused event. A replacement emitter was sent to the site on 4/18/2013. After emitter replacement the system was fully functional.

Event description:
A nurse reported that the navigation system went to complete red status midway through surgery. Trouble-shooting with medtronic technical services found that there was an emitter error which made navigation not possible. Navigation was discontinued and the surgeon completed the surgery with caution. There was no reported harm to the patient.